Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that the voltage alert was triggered due to detected high impedance within the battery condition. Device replacement was recommended once radio frequency (rf) telemetry is disabled. No adverse patient effects reported, and this device remains in service. Additional information was received indicating that this pacemaker was planned to be explanted and replaced on march 19. However, this was not confirmed and the patient, who was suffering from stage 4 liver failure, passed away the following week. A request was made to the local sales representative to confirm if the device replacement was performed or not.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified that the voltage alert was triggered due to detected high impedance within the battery condition. Device replacement was recommended once radio frequency (rf) telemetry is disabled. No adverse patient effects reported, and this device remains in service.